Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provide.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the cartridge for 4-5 days. Tandem clinical support informed customer that wearing the cartridge for 4-5 days, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.